Manufacturer narrative:
No sample was returned by the customer. No lot number identified with this complaint; therefore, a lot history review could not be conducted. All phacoemulsification tips are 100% visually inspected. The sample was not returned and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. (B)(4).

Event description:
A surgeon reported that a system message pertaining to insufficient flow displayed during the priming of the product. The staff re-primed the pack and it passed. However, during the cataract procedure, the occlusion bell went off and another system message displayed. The staff exchanged the handpiece, the tubing and the system, however, the issue did not resolve until they exchanged the tip. There was no harm to the patient. The customer did not retain a sample. No further information is expected for this case.